Manufacturer narrative:
(B) (4). The sample was discarded and the lot number is unknown, therefore no evaluation can be completed.

Event description:
Information received from global pharmacovigilance dated 01/20/2010 indicates the renal facility reported the patient was hospitalized on (B) (6) 2009 due to peritonitis when the transfer set disconnected from the catheter. The patient was diagnosed with peritonitis on (B) (6) 2009 and admitted to the hospital. On (B) (6) 2009 a peritoneal effluent analysis and culture were performed. Culture results were not available and the peritonitis was unspecified. The patient was hospitalized from (B) (6) 2009 to (B) (6) 2009. The patient was treated with an unknown antibiotic and the peritonitis was considered resolved. Peritoneal dialysis with dianeal solution was on-going. The nurse was retrained. The nurse indicated the peritonitis was not related to the dianeal solution but to the transfer set disconnecting from the catheter.